Manufacturer narrative:
The complaint device is not available for a physical evaluation. From the information available it seems that the patient had hard bone and it is possible excess pressure was applied on the devices causing it to break. Other than this possibility, a root cause cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported that during an acl procedure one of the sleeves on their rigidfix femoral 2.7mm btb cross pin kit broke off in the patient's bone while pulling out with the pin puller. The sales rep stated that the surgeon decided to leave the broken piece in due to there was no way of removing it and trying to remove the piece would do more damage. The sales rep stated that the broken piece is secured in the bone. The sales rep reported that the surgeon had completed the procedure with the device before the failure occurred with no patient consequences but there was a 20 minute delay. The sales rep stated that the bone quality of the patient was very hard bone. The sales rep stated that nothing will be returning for evaluation.